Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 (variable 3) was present in the insulin pump trace download due to broken trace at pin 6 on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a safety notice via email regarding an audio issue on the insulin pump. The customer reported the insulin pump had this audio issue. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. Customer was assisted with troubleshooting by adjusting the insulin pump's volume to multiple levels. The customer reported they did not hear an audible beep when the volume settings were saved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.